Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this device the left ventricular (lv) lead was plugged into the lv port for pacing support. Once the right ventricular (rv) lead was removed from the chronic device, the patient experienced asystole of greater than two seconds as the pacing configuration of the new device did not allow for lv pacing support. There were no adverse patient effects reported. The device remains in service.